Event description:
It was reported that while in cath lab, md inserted sheath via right femoral artery. Iab was prepped per instruction & inserted into patient through sheath. Pump alarmed for a kinked catheter; pump was purged twice, but alarm still continued. Iab was removed & tested manually. Iab inflated properly. A 30cc iab was inserted into patient to continue iab therapy. On 6/15/07 arrow stated pump had been serviced in march & due again in september; same pump was used with 40cc and 30cc iab & no problems with pump.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.